Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a followup report will be sent.

Event description:
It was reported that in the last couple of months, the patient is really sore when she removes it. The patient takes it off while in rehab and when showering. The patient thinks she is wearing the unit for too many hours. The doctor told the patient to wear it until it stops working. No additional information has not been provided at this time.

Manufacturer narrative:
Corrections: b4 date of this report, b5 updated the product was not returned for evaluation, d3 manufacturer address and email address, g1 contact office, and manufacturer site, g2 report source, g6 type of report additional information: g3 date received by manufacturer, h4 device manufacture date, h6 component, investigation type, findings, and conclusions, h10 and h11. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record/certificate of conformance was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Event description:
It was reported that in the last couple of months, the patient is really sore when she removes it. The patient takes it off while in rehab and when showering. The patient thinks she is wearing the unit for too many hours. The doctor told the patient to wear it until it stops working. No additional information has not been provided at this time. The spinal pak device was not returned for evaluation.

Event description:
It was reported that in the last couple of months, the patient is really sore when she removes it. The patient takes it off while in rehab and when showering. The patient thinks she is wearing the unit for too many hours. The doctor told the patient to wear it until it stops working. No additional information has not been provided at this time. The spinal pak device was not returned for evaluation.

Manufacturer narrative:
UDI related data quality updates only - a supplemental report is being submitted to address the discrepancies between FDA medwatch form 3500a and gudid. Corrections: d1: brand name, d2a: device common name, d4: model number, d4: g4: PMA/510(k)#, h4: device manufacture date, h5: labeled for single use, h6: evaluation codes. Additional information: b4: date of this report, g3: date received by manufacturer.